Manufacturer narrative:
The evaluation noted in the revision reported based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Event description:
As reported, approximately 8 ½ years postop the initial implant, this (B)(6) y/o male weight (B)(6) pounds, was revised for possible infection and a lot of osteolysis of left knee. The surgeon removed these implants because of possible infection and a tremendous amount of osteolysis. A spacer was implanted. Patient was last known to be in stable condition following the event. Devices to be returned. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. Concomitant devices: (cn: unk, sn: unk) trap tray. (Cn: unk, sn: unk) psc poly. (Cn: unk, sn: unk) patella.